Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown saline device. (B)(4).

Event description:
It was reported (via FDA (medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(6) 1999 reported the following: "I had breast augmentation in 1999, mentor saline under muscle. I have had many endocrine surgeries since as well as autoimmune disease symptoms which are getting worse. In 2005 ovarian mass then cystectomy, 2011 parathyroid tumor excision, 2015 hysteroscopy d and c which revealed stromal tumor cells in tumor requiring a total hysterectomy. On 2015 total hysterectomy with salpingo-oophorectomy for uterine mass thought to be malignant but was benign. Throughout this time I have had brain fog, add which I never had previously, sensitivity to light and sounds, joint pain,weight gain, memory loss. On 2017, I had a spontaneous l knee effusion with a maculopapular, hemorrhaging rash on my legs bilaterally, which biopsy revealed to potentially be early vasculitis. Twice in the time I had the implants I had pursued a lyme disease diagnosis."" The patient is planning on having the devices explanted as soon as possible. It is unclear whether the parathyroid tumor and stromal tumor cells that led to total hysterectomy were malignant. The root cause of the patient's issues are unclear. No product issue, such as deflation, was reported. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. This report is for the right implant.